Event description:
Instrument (short black handle scissors) discovered on the field chipped before using it with the patient, surgeons stated instrument was chipped when received. Confirmed by attending surgeon, after x-ray taken that no piece of instrument was left in patient.